Event description:
The user reported that during a total knee replacement, a tooth of the blade broke off from the tip. The user was not sure if the tooth had been located. No additional information was able to be provided by the user.